Event description:
During a call to baxter's technical service center to report a low drain volume alarm on the homechoice (hc) machine, the home patient (hp) stated that he leaked out a lot of fluid this morning because he forgot to close his transfer set. The technical service representative (tsr) explained that is why the alarm occurred. The tsr assisted with bypass to fill 1. Product surveillance contacted the patient's nurse on (B)(4) 2010. According to the nurse, the patient has not reported any issues to her. The patient has been seen since this event and the transfer set is functioning properly. The patient was able to resume therapy without any further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not being returned for evaluation, therefore, baxter cannot determine root cause.

Manufacturer narrative:
(B)(4). The sample was not available, therefore, baxter could not determine root cause. A batch review was not performed due to unknown lot number. The labeling review found the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.